Event description:
A surgeon reported a pt with an unexpected refractive outcome following bilateral intraocular lens (iol) implant surgery. In a follow-up, the surgeon described the event as blurred vision with hyperopia and that the iol shifted off-axis. He reported the event continues but expected to resolve with treatment. There has been no medical or surgical intervention performed. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on 11/30/2011 and 12/13/2011 by phone, fax, and mail. A completed questionnaire was received on 01/09/2012. (B)(4).